Event description:
The customer reported that the system would not power on. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The isd circuit board was identified as being faulty. No further repair information is available at this time.